Event description:
The user facility reported that while a patient was positioned on the surgical table, the table stopped functioning. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Upon receipt of (B)(4) on 6/11/2015 steris obtained additional information regarding the reported event. Prior to the reported event the user facility had a third party service provider clean the table. The cleaning service utilized a pressure washer to clean the table. Steris confirmed with the user facility that they no longer pressure wash their surgical table and follow proper cleaning recommendations/procedures as stated in the operator manual.

Manufacturer narrative:
The facility reported that procedure delays or cancellations occurred as a result of the event. The table was taken out of service to be inspected by the maintenance team at the facility following the procedure. Subsequently, a service call was placed to steris. The steris technician observed that the hand control had a "charger def" error on the hand control display. The technician was also informed that the table had been exposed to a large amount of fluid. The original power supply showed obvious signs of damage most likely resulting from fluid intrusion. The steris technician replaced the power supply and resealed the table in accordance with the maintenance manual. The steris technician will also share the sealing information from the maintenance manual with the user facility on his next visit to ensure proper care of the table. The unit was tested, confirmed to be in operating condition and returned to service. The table was installed on (B)(6) 2007 and is not covered under steris service contract for maintenance. No further issues have been reported.